Event description:
It was reported that during the implant procedure, the right ventricular lead was being repositioned when the helix would not re-deploy. The lead was removed and a new lead was used instead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the lead appeared to have been damaged at implant. Visual analysis noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.